Event description:
Patient came for unscheduled follow up because of dizziness. The physician suspecta fast battery depletion. Device was changed in an emergency intervention on the same day.

Manufacturer narrative:
(B)(4).

Event description:
Patient came for unscheduled follow up because of dizziness. The physician suspect a fast battery depletion. Device was changed in an emergency intervention on the same day.